Event description:
It was reported that during the tightening of the screw on the plate, the locking ring became partially detached and bent upward. The surgeon added that the sharp metallic part could be dangerous for the nearby organs such as esophagus and carotid artery. The surgeon removed the ring and left the plate implanted.